Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer and kidney disease. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer and kidney disease. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Black substance, consistent with sound abatement foam degradation was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Secondary findings included dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. The presence of contamination throughout the airpath, suggests a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation found within the device. They can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and were unable to address the symptoms specified.